Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and no delivery tests. There was no motor error alarm and the motor passed the motor test. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot and scratches on the lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose, cosmetic damage and motor error alarm on the insulin pump. Customer's blood glucose reading was 421 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer received the motor error alarm during the fill tubing process. Customer advised they were able to rewind the insulin pump. Troubleshooting for cosmetic damage was performed. Customer advised the lcd screen had a few scratches. Customer advised they were able to read the display screen. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.